Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that surgery wasn't scheduled and the cause of the heating issue was not determined. The heating had not been resolved. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery site was getting hot while charging and the battery wasn't maintaining adequate charge levels. The representative met with the patient and all impedance levels were within the normal limit. Surgical intervention was planned to resolve the issue. No further complications reported.